Manufacturer narrative:
Tw # (B)(4).

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the silicone on the vasoview hemopro vh-3500 jaw came off and was retrieved by the harvester disconnecting the device and grabbing with the jaws. There were no patient issues or harm reported. The jaws were loaded with the tips up and the power supply was on 2.5. The case was delayed to open a new kit and having to retrieve the piece. When the harvester opened the other kit the jaw started to come loose on the second kit and they had to open a 3rd kit. Photo provided by complainant shows a piece of the gray silicone to be detached and peeled off. Additional information received on (B)(6) 2024, by the complainant stating that the patient was readmitted to the hospital the week prior (around 2 weeks after the initial surgery was performed) with a leg wound infection. The patient underwent a reoperation on the leg (incision and drainage, I&d) as well as wound vac placement. Intravenous antibiotics were also started (duration unknown). The harvester also questioned if the jaw material underneath the silicone coating which peeled in this complaint is sterile. It was initially reported that there was no patient harm as a result of this device malfunction, but surgical site infection was reported to getinge as a complication in this case. It cannot be determined if the surgical site infection which occurred postoperatively and required intervention (hospital readmission, reoperation, wound vac placement and intravenous antibiotics) resulted from this device malfunction. Additional information on underlying risk factors for postoperative infection in this patient were unable to be obtained.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, g3, g6, h2, h6, h10.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 06/24/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The gray silicone insulation on the cold jaw was observed to be peeled away from the side of the cold jaw. The detached silicone insulation was observed in the photograph. No other visual defects were observed. An investigation was conducted on 07/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled away from the side of cold jaw. The detached silicone insulation in the photograph that was provided was not returned for evaluation. No other visual defects were observed. Based on the photographic evaluation as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000381287 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 piece of the silicone on the jaw came off and was retrieved by the harvester with no patient issues. Retrieved by disconnecting the device and grabbing with the jaws. The jaws were loaded with the tips up and the power supply was on 2.5. The case was delayed to open a new kit and having to retrieve the piece. When they opened the other kit the jaw started to come loose on the second kit and they had to open a 3rd kit. Photo provided by complainant shows a piece of the gray silicone to be detached and peeled off. Related to tw (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from "(B)(4)" to "(B)(4)."